Manufacturer narrative:
The suspect device is not returning for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that the device was prepped and connected to a neonate patient. The nurse identified saline leaking from the pressure monitoring set just before the planecta five minutes into the procedure.